Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed totally occluded lesion with mild calcification was located in the severely tortuous vein in the upper arm. After placing a 0.018 inch non bsc guidewire, the f/g sterling otw 4.0 x 40/40 (4f) was placed into the target lesion. It was noted that some resistance was felt upon placing the balloon into the target lesion. The lesion was dilated with this balloon at low atmospheres nine to ten times. Exact atmospheres is unk. The balloon was still unable to dilate the lesion completely. When the balloon was inflated up to fourteen atmospheres, it ruptured. The procedure was completed with a 6mm sterling balloon. The pt's status is listed as good.

Manufacturer narrative:
Pt is over 18 years of age. (B)(4).